Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009 for birth control. Approximately nine months to a year after the implant, the plaintiff began experiencing severe, abnormal menstruation pain; abnormal, heavy bleeding; prolonged, abnormal menses; severe lower abdominal and pelvic pain (other than during menstruation); severe, abnormal abdominal cramping; pain during intercourse; fatigue; weight fluctuations; and anxiety. Over time, plaintiff complained about these symptoms to her primary care physician. She was forced to miss several days of work due to the severity of the above mentioned symptoms. On (B)(6) 2013, she underwent a hysterectomy, salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes, and ovaries. During the removal surgery, her physician found that the essure devices had perforated the fallopian tubes and ovaries. She was forced to miss six weeks of work to recover from the removal surgery. Since the removal surgery, most of her symptoms have resolved. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal heavy bleeding (seen as genital haemorrhage) amongst non serious events. She underwent a hysterectomy, salpingectomy, and oophorectomy and, during the surgery, it was found that devices had perforated plaintiff's fallopian tubes and ovaries (fallopian tube perforation and genital injury). All these events are anticipated in the reference safety information for essure. Fallopian tube perforation and perforation of internal bodily structures may occur, mostly during insertion/removal procedures. In this particular case, the exact date and the mechanism of perforation are not known. However, given the nature of event, a causal relationship with essure cannot be excluded (related). Considering the plausible temporal relationship between genital haemorrhage and essure and the lack of alternative information, a causal relationship between them cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-nov-2016: ptc investigation result received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal heavy bleeding (seen as genital haemorrhage) amongst non serious events. She underwent a hysterectomy, salpingectomy, and oophorectomy and, during the surgery, it was found that devices had perforated plaintiff's fallopian tubes and ovaries (fallopian tube perforation and genital injury). All these events are anticipated in the reference safety information for essure. Fallopian tube perforation and perforation of internal bodily structures may occur, mostly during insertion/removal procedures. In this particular case, the exact date and the mechanism of perforation are not known. However, given the nature of event, a causal relationship with essure cannot be excluded (related). Considering the plausible temporal relationship between genital haemorrhage and essure and the lack of alternative information, a causal relationship between them cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated fallopian tubes / perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)'), ovarian perforation ('essure perforated fallopian tubes and ovaries'), genital haemorrhage ('abnormal heavy bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergo essure confirmation test". The patient's medical history included cervicitis, endocervicitis, post coital bleeding, constipation and belching. On (B)(6) 2013, surgical pathology report showed final diagnosis of uterus, bilateral tubes and ovaries, resection: chronic cervicitis. Basal endometrium. Intramural leiomyomas. Left ovary with fibroma, left oviduct with paratubal cyst. Right adnexa with physiologic changes. Previously administered products included for an unreported indication: dyazide from 2003 to (B)(6) 2021. Concurrent conditions included depressive disorder since 2016, esophageal reflux since 2010, asthma since 2008, body mass index normal, irregular menstrual cycle, tobacco user, epigastric pain, gastritis, esophagitis, dysrhythmias, benign essential hypertension, gerd, malaise, insomnia, chest pain, allergic rhinitis, osteopenia, human papilloma virus infection, dysfunctional uterine bleeding, vitamin d deficiency and hyperlipidemia. Concomitant products included salbutamol (albuterol) since 2008 for asthma, dexlansoprazole (dexilant) since 2010 for esophageal reflux as well as estradiol since (B)(6) 2013, nortriptyline since 2010, rizatriptan since 2014, tizanidine from 2014 to 2016 and zolpidem from 2014 to 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced nausea ("nausea"), migraine ("migraines"), headache ("headaches") and rash ("rashes") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"), 3 months after insertion of essure (ess205). On (B)(6) 2006, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain other than menstruation/ lower abdomen pain"), pelvic pain ("severe lower pelvic pain other than menstruation / pain"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), cyst ("cyst"), alopecia ("hair loss"), back pain ("pain lower back") and abdominal pain upper ("epigastric pain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain"), abdominal pain ("abdomen pain") and tooth loss ("whole tooth fell out/teeth are coming out or have already fallen out"). The patient was treated with bupropion, fluconazole (diflucan), phentermine, vitamin d nos (vitamin d) and surgery (hysterectomy with bilateral salpingo-oophorectomy and ablation on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, vaginal haemorrhage, dyspareunia, fatigue, weight fluctuation, anxiety, migraine, depression, rash, vaginal discharge, cyst, alopecia, uterine prolapse, weight decreased, back pain, abdominal pain upper and tooth loss outcome was unknown, the genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal pain lower, pelvic pain, nausea, weight increased, uterine pain and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, ovarian perforation, pelvic pain, rash, tooth loss, uterine pain, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: decreased size of right ovarian cyst which may now represent dominant follicle.. Concerning the injuries reported in this case, the following one were reported via medical records confirming events "uterine prolapse, ovarian cyst, anxiety, menorrhagia, dyspareunia. Concerning the injuries reported in this case, the following one were confirmed via medical records:abdominal pain,nausea, headaches,migraines,menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media: tooth loss. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event: whole tooth fell out/teeth are coming out or have already fallen out added. Ovarian injury updated to ovarian perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated fallopian tubes / perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)'), ovarian perforation ('essure perforated fallopian tubes and ovaries'), genital haemorrhage ('abnormal heavy bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergo essure confirmation test". The patient's medical history included cervicitis, endocervicitis, post coital bleeding, constipation and belching. On (B)(6) 2013, surgical pathology report showed final diagnosis of uterus, bilateral tubes and ovaries, resection: chronic cervicitis. Basal endometrium. Intramural leiomyomas. Left ovary with fibroma, left oviduct with paratubal cyst. Right adnexa with physiologic changes. Previously administered products included for an unreported indication: dyazide from 2003 to (B)(6) 2021. Concurrent conditions included depressive disorder since 2016, esophageal reflux since 2010, asthma since 2008, body mass index normal, irregular menstrual cycle, tobacco user, epigastric pain, gastritis, esophagitis, dysrhythmias, benign essential hypertension, gerd, malaise, insomnia, chest pain, allergic rhinitis, osteopenia, human papilloma virus infection, dysfunctional uterine bleeding, vitamin d deficiency and hyperlipidemia. Concomitant products included salbutamol (albuterol) since 2008 for asthma, dexlansoprazole (dexilant) since 2010 for esophageal reflux as well as estradiol since (B)(6) 2013, nortriptyline since 2010, rizatriptan since 2014, tizanidine from 2014 to 2016 and zolpidem from 2014 to 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced nausea ("nausea"), migraine ("migraines"), headache ("headaches") and rash ("rashes") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"), 3 months after insertion of essure (ess205). On (B)(6) 2006, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain other than menstruation/ lower abdomen pain"), pelvic pain ("severe lower pelvic pain other than menstruation / pain"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), cyst ("cyst"), alopecia ("hair loss"), back pain ("pain lower back") and abdominal pain upper ("epigastric pain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain"), abdominal pain ("abdomen pain") and tooth loss ("whole tooth fell out/teeth are coming out or have already fallen out"). The patient was treated with bupropion, fluconazole (diflucan), phentermine, vitamin d nos (vitamin d) and surgery (hysterectomy with bilateral salpingo-oopherectomy and ablation on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, vaginal haemorrhage, dyspareunia, fatigue, weight fluctuation, anxiety, migraine, depression, rash, vaginal discharge, cyst, alopecia, uterine prolapse, weight decreased, back pain, abdominal pain upper and tooth loss outcome was unknown, the genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal pain lower, pelvic pain, nausea, weight increased, uterine pain and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, ovarian perforation, pelvic pain, rash, tooth loss, uterine pain, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: decreased size of right ovarian cyst which may now represent dominant follicle. Concerning the injuries reported in this case, the following one were reported via medical records confirming events "uterine prolapse, ovarian cyst, anxiety, menorrhagia, dyspareunia. Concerning the injuries reported in this case, the following one were confirmed via medical records:abdominal pain,nausea, headaches,migraines,menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media: tooth loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-nov-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated fallopian tubes / perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), ovarian injury ("essure perforated fallopian tubes and ovaries"), genital haemorrhage ("abnormal heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 41-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergo essure confirmation test". The patient's past medical history included asthma, cervicitis, endocervicitis, depressive disorder, esophageal reflux and post coital bleeding. Previously administered products included for an unreported indication: dyazide from 2003 to (B)(6) 2018. Concurrent conditions included body mass index normal, irregular menstrual cycle and tobacco user. Concomitant products included salbutamol (albuterol) since 2008 for asthma, dexlansoprazole (dexilant) since 2010 for esophageal reflux as well as estradiol since (B)(6) 2013, nortriptyline since 2010, rizatriptan since 2014, tizanidine from 2014 to 2016 and zolpidem from 2014 to 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005,the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2005, the patient experienced nausea ("nausea"), migraine ("migraines"), headache ("headaches"), rash ("rashes"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), pelvic pain ("severe lower pelvic pain other than menstruation / pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), cyst ("cyst") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced ovarian injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain other than menstruation"), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain") and abdominal pain ("abdomen pain"). The patient was treated with bupropion, surgery (hysterectomy, salpingectomy, and oophorectomy), surgery (ablation on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian injury, vaginal haemorrhage, dyspareunia, fatigue, weight fluctuation, anxiety, nausea, migraine, headache, depression, rash, vaginal discharge, cyst, alopecia, uterine prolapse and weight decreased outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, weight increased, uterine pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian injury, pelvic pain, rash, uterine pain, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. On (B)(6) 2013, surgical pathology report showed final diagnosis of uterus, bilateral tubes and ovaries, resection: chronic cervicitis. Basal endometrium. Intramural leiomyomas. Left ovary with fibroma left oviduct with paratubal cyst. Right adnexa with physiologic changes concerning the injuries reported in this case, the following one were reported via medical records confirming events "uterine prolapse, ovarian cyst, anxiety, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), perforation (uterus), nausea, depression, rashes, vaginal discharge, cyst, hair loss, uterine prolapse, weight gain, weight loss, uterine pain, abdomen pain, plaintiff didn't undergo essure confirmation test" were added. Historical and concomitant medication were added. New reporter were added. Product insertion date was updated from 2009 to (B)(6) 2005. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: fu 2 and fu 3 proceed together. New reporter were added. Historical and concomitant conditions were added. Lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated fallopian tubes / perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), ovarian injury ("essure perforated fallopian tubes and ovaries"), genital haemorrhage ("abnormal heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". The patient's past medical history included asthma, cervicitis, endocervicitis, depressive disorder, esophageal reflux and post coital bleeding. Previously administered products included for an unreported indication: dyazide from 2003 to (B)(6) 2018. Concurrent conditions included body mass index normal, irregular menstrual cycle and tobacco user. Concomitant products included salbutamol (albuterol) since 2008 for asthma, dexlansoprazole (dexilant) since 2010 for esophageal reflux as well as estradiol since (B)(6) 2013, nortriptyline since 2010, rizatriptan since 2014, tizanidine from 2014 to 2016 and zolpidem from 2014 to 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 3 months after insertion of essure (ess205), the patient experienced nausea ("nausea"), migraine ("migraines"), headache ("headaches"), rash ("rashes"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2006, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), pelvic pain ("severe lower pelvic pain other than menstruation / pain"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), cyst ("cyst") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced ovarian injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain other than menstruation"), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain") and abdominal pain ("abdomen pain"). The patient was treated with bupropion, cholecalciferol (vitamin d), fluconazole (diflucan), phentermine, surgery (hysterectomy, salpingectomy, and oophorectomy), surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (hysterectomy, salpingectomy, and oophorectomy), surgery (ablation on (B)(6) 2013), surgery (ablation on (B)(6) 2013) and surgery (ablation on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian injury, vaginal haemorrhage, dyspareunia, fatigue, weight fluctuation, anxiety, migraine, depression, rash, vaginal discharge, cyst, alopecia, uterine prolapse and weight decreased outcome was unknown, the genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, nausea, weight increased, uterine pain and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian injury, pelvic pain, rash, uterine pain, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. On (B)(6) 2013, surgical pathology report showed final diagnosis of uterus, bilateral tubes and ovaries, resection: chronic cervicitis. Basal endometrium. Intramural leiomyomas. Left ovary with fibroma left oviduct with paratubal cyst. Right adnexa with physiologic changes concerning the injuries reported in this case, the following one were reported via medical records confirming events "uterine prolapse, ovarian cyst, anxiety, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- outcome of nausea updated to recovered / resolved and headaches updated to recovering / resolving. Treatment medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated fallopian tubes / perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), ovarian injury ("essure perforated fallopian tubes and ovaries"), genital haemorrhage ("abnormal heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergo essure confirmation test". The patient's medical history included cervicitis, endocervicitis, post coital bleeding, constipation and belching. Previously administered products included for an unreported indication: dyazide from 2003 to 20-may-2019. Concurrent conditions included body mass index normal, asthma since 2008, depressive disorder since 2016, esophageal reflux since 2010, irregular menstrual cycle and tobacco user. Concomitant products included salbutamol (albuterol) since 2008 for asthma, dexlansoprazole (dexilant) since 2010 for esophageal reflux as well as estradiol since (B)(6) 2013, nortriptyline since 2010, rizatriptan since 2014, tizanidine from 2014 to 2016 and zolpidem from 2014 to 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced nausea ("nausea"), migraine ("migraines"), headache ("headaches") and rash ("rashes") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"), 3 months after insertion of essure (ess205). On (B)(6) 2006, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain other than menstruation/ lower abdomen pain"), pelvic pain ("severe lower pelvic pain other than menstruation / pain"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), cyst ("cyst"), alopecia ("hair loss"), back pain ("pain lower back") and abdominal pain upper ("epigastric pain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and uterine prolapse ("uterine prolapse"). On (B)(6) 2013, surgical pathology report showed final diagnosis of uterus, bilateral tubes and ovaries, resection: chronic cervicitis. Basal endometrium. Intramural leiomyomas. Left ovary with fibroma, left oviduct with paratubal cyst. Right adnexa with physiologic changes. On an unknown date, the patient experienced ovarian injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain") and abdominal pain ("abdomen pain"). The patient was treated with bupropion, fluconazole (diflucan), phentermine, vitamin d nos (vitamin d) and surgery (hysterectomy with bilateral salpingo-oopherectomy and ablation on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian injury, vaginal haemorrhage, dyspareunia, fatigue, weight fluctuation, anxiety, migraine, depression, rash, vaginal discharge, cyst, alopecia, uterine prolapse, weight decreased, back pain and abdominal pain upper outcome was unknown, the genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, nausea, weight increased, uterine pain and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian injury, pelvic pain, rash, uterine pain, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: decreased size of right ovarian cyst which may now represent dominant follicle.. Concerning the injuries reported in this case, the following one were reported via medical records confirming events "uterine prolapse, ovarian cyst, anxiety, menorrhagia, dyspareunia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain, lower abdominal pain, abdominal pain, nausea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-may-2019: plaintiff fact sheet and medical records received : new events - pain lower back and epigastric pain were added. Reporter information added. Lab data added. Medical history updated. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.